Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states that the angio-seal kit is supplied sterile in a polyfoil bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that following an intra aortic balloon pump (iabp), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture. On the morning of (B)(6) 2010, during hospitalization, the pt experienced a fever and swelling at the puncture site due to an infection. The pt was treated with antibiotics. As the hospital that the pt was in did not have vascular surgery, the pt was transferred to another hospital. The physician decided to take a wait-and-see approach based on the fact that the antibiotics were working well and the pt's condition was stable. That night, the physician concluded that the infection was not expected to improve, and the angio-seal was surgically removed. As of (B)(6) 2010, the pt was reportedly still in the hospital and was recovering. It was reported that the physician did not change gloves before angio-seal deployment. The physician stated that he might have failed to manipulate the device with sterile technique.